Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was explanted due to dislodgement. No further information is available at this time.